Event description:
The MFR was notified, through clinical study reports, that a pt implanted with a size 29 mitral cphv expired. Cause of death was congestive heart failure due to obstructive thrombus of the prosthetic mitral valve in association with arteriosclerotic cardiovascular disease.